Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave catheter during procedure to treat an atrial fibrillation (a fib) presented a guidewire stuck. During ablation physician was able to ablation the left superior pulmonary vein (lspv) in both flower and basket. When going to the left inferior pulmonary vein (lipv) the physician noticed he was unable to retract and advance the guidewire. At that point we removed both wire and catheter with minimal difficulty. Examined the first catheter and didn't notice any tissue caught on wire or catheter. We opened a brand-new non-boston scientific wire and farawave catheter and had the same issue going into the lipv in the olive configuration and this time notice a piece of tissue caught on the wire and catheter. At this point re removed the system again and completed the procedure using a rf catheter. Both catheters are not expected to be returned, they are retained by the costumer.